Event description:
The ip lvad was implanted in 1999. In 2000, the MFR was informed by the hosp transplant coordinator that the pt had two splenic infarcts on two different occasions; confirmed with CT scans. The pt was heparinized, but experienced no pulses and cold extremities which upon angiogram confirmed a thrombus at the bifurcation of pt's iliac arteries. The pt was placed on streptokinase, but it was unsuccessful. The pt was taken to surgery for a thrombolectomy of the left femoral artery. Blood cultures were taken and were positive for gram positive enterococcus. The pt was successfully transplanted in 2000. At transplant/explant the ip lvad was noted to have purulent drainage coming from the outflow elbow/conduit junction. The pt was placed back on heparin post thrombolectomy.